Event description:
Customer reported that the buttons on the insulin pump are getting stuck and the case is cracked. Customer stated that when rewinding or priming; the motor sounds different like it is slower. Blood glucose value is 224 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with no up and down button response due to flattened button dome switch. No sticky buttons noted. Unable to verify for sensor alarm or motor noise anomaly, due to no up and down button response. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.